Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the operation, it was found that the shell was torn, meaning the distal position of the avulsion sheath was distorted and deformed, and the long-term tube could not be inserted into the blood vessel. The catheter was not repaired. There was no leak. We did not use any cleaning agent on the device. Tego was not utilized. There was no luer adapter issue. As a remedial action, the tubing was replaced, and the procedure was able to proceed and complete. There were no other defects/damages found on the product aside from the reported issue. Nothing unusual was observed on the device prior to use. No excessive force was used on the device. No intervention/treatment was required as a result of the event. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Event description:
According to the reporter, during the operation, it was found that the shell was torn, meaning the distal position of the avulsion sheath was distorted and deformed, and the long-term tube could not be inserted into the blood vessel. The catheter was not repaired. There was no leak. We did not use any cleaning agent on the device. Tego was not utilized. There was no luer adapter issue. As a remedial action, the tubing was replaced, and the procedure was able to proceed and complete. There were no other defects/damages found on the product aside from the reported issue. Nothing unusual was observed on the device prior to use. No excessive force was used on the device. No intervention/treatment was required as a result of the event. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information:b5, g3, h6. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one catheter and one peel-away sheath had visible signs of use, such as the sheath appearing to be crumpled. It was reported that there was a sheath issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one catheter and one peel-away sheath had visible signs of use, such as the sheath appearing to be crumpled. It was reported that there was a sheath issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.